Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the patient's capsule ripped and there was patient contact with an aa4203tl toric silicone single piece lens, 20.5 se/2.0 diopter. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter indicated the ripped capsule had occurred during the phacoemulsification procedure and was prior to lens insertion. The reporter indicated the lens did not malfunction. The surgeon inserted the lens and noted the capsule was ripped. There was no patient injury and a vitrectomy was not performed. A different type of lens was implanted. The reporter indicated the model of the phaco machine was unknown.

Manufacturer narrative:
(B)(4).